Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the insulin pump act button does not work. The customer's blood glucose was unknown at the time.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.